Event description:
On (B)(6) 2023 a surgical revision was performed. Patient had reported connectivity issues which were determined to be caused by the depth of the implanted pulse generator (ipg). Revision utilized the existing hardware and moved the ipg to a more superficial location.